Event description:
Patient presented approximately 14 months post op with broken screw bilaterally at the distal end on construct (t12). Fusion was not achieved so was forced to bring back to or, remove broken screw and extend fusion 1 level lower (l1) while also replacing rods bilaterally.